Event description:
It was reported that there was a revision of the right head because of pain and swelling in the hip joint. Stem stayed in and was well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding an allergy/reaction involving a v40 cocr lfit head 40mm/+4 was reported. The event was not confirmed. A medical review was performed based on the case description and indicated that the root cause of failure could not be established based on the current set of information. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Update: pseudotumor was identified in MRI scan. Co/cr levels were 1.7/1.0.